Event description:
It was reported that the pt experienced inadequate bowel control. It was later reported that high impedance readings were encountered with the pt's implantable neurostimulator system. Normal battery depletion was noted. The pt's full system was removed and replaced. There was no injury to the pt and the pt recovered without sequela. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.